Event description:
The cath lab clinicians had successfully administered 3-4 shocks to a 59 year old male patient. On the last shock the clinicians attempted to administer, the device would not charge, and the device screen displayed an "error 44" error message. The clinicians were able to obtain another device to defibrillate the patient. The patient subsequently expired, but the complainant indicated that the patient outcome was not as a result of the reported malfunction.